Event description:
My husband had two hips fitted. Resurfacing in 2002. Total hip replacement (thr) deputy corrail pinnical in (B)(6) 2009. These hips caused atypical lymphocytic vasculitis and associated lesions (alval), psuedo tumours with metal debri within, very high levels of blood ions chrome ; cobalt. Tissue damage causing it to turn to black sludge (we have photographs from revision operations). The surgeon who fitted them refused to revise the hips even though in 2010 he was aware they were causing extreme pain, clunking, etc etc. Our own general practitioner (gp) had to search for a hospital some 240 miles away, out of county, prepared to carry out the revision. Surgeon denied anything was wrong with the hips. In 2014 both implants were withdrawn by government/mhra. Are you able to tell me when mhra became aware of the problems with these implants/ hips? What was the original and revised levels of blood ions chrome ; cobalt set by mhra - we had to pay for blood tests because cornwall did not do blood ions tests in 2010, nor did they have any blood ion tubes for blood. We sent our bloods via gp to [redacted]. Levels of 69 and 109 were recorded. My husband has been very ill since the primary implants. He has had two hips on the right side (resurfacing) three hips on the left. Are you able to tell me what action was taken against dupuy for injuring patients with these implants? I am aware this company dupuy reimbursed national health service (nhs) for costs of revisions. But were any patients reimbursed for clinical injury to their bodies from the dupuy implants.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.